Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, while the patient was out with friends, the cgm alarmed and displayed a glucose reading of approximately 50 mg/dl. The patient did not experience any symptoms of hypoglycemia and did not have access to a manual glucometer at the time to verify the reading. Despite the absence of symptoms, the cgm readings fluctuated erratically and repeatedly triggered low glucose alarms. Due to concern over the low cgm reading, the patient¿s wife administered a glucose rescue injection, and individuals at the location contacted the fire department. When firefighters arrived, they conducted a fingerstick glucose (fsbg) test, which showed a blood glucose level of 296 mg/dl, while the cgm continued to display low glucose readings (exact cgm values not recalled). The firefighters remained on scene for approximately 10 minutes and did not provide further medical intervention. After the firefighters departed, the patient administered 20 units of insulin via pen and drank a large amount of water to address the elevated blood glucose. Approximately 30 minutes later, the patient reported feeling well. The sensor was not removed at that time because the patient did not have an available replacement sensor. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.